Manufacturer narrative:
Product complaint # ==> (B)(4). This event is now being submitted under 1818910-2023-24114 and will no longer be submitted under 1818910-2023-23838. Any further follow-ups will continue to be submitted under 1818910-2023-24114.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision of left total knee replacement for femoral implant loosening cemented ps/rp attune: loosening occurred at the cement/bone interface of the ps femur. Tibia and patella not found to be loose. Surgeon took samples and swabs but does not believe it¿s infected, bone underneath implant was still good quality, hard and previous cuts in tact - no bone removed replaced with revision attune ps femur with sleeve and short press-fit stem doi: (B)(6) 2023; doe: 10 nov 2023; affected side: left.